Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an outlet water temperature regulation error due to software control. However, there was insufficient information to confirm this potential root cause. Colleagues have been cancelling the alert. Patient was actively shivering and in covid isolation room. 4 pads connected and water flow rate (wfr) was 3l/m. Patient temperature (pt) was 37c, target temperature just changed from 33c to 35c not long ago. Water temperature (wt) was 7c. Outlet monitor temperature (t1) was 7.3c, outlet control temperature (t2) was 7.3c, inlet temperature (t3) was 8.3c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 13011, pump hours were 11043. Advised to swap out device and send this one to biomed labeled 113 for evaluation of mixing pump. Nurse confirmed they did have another device available. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bedside nurse states arctic sun device had been alerting multiple times with 113 (reduced water temperature control), but colleagues have been cancelling the alert. Patient was actively shivering and in covid isolation room. 4 pads connected and water flow rate (wfr) was 3l/m. Patient temperature (pt) was 37c, target temperature just changed from 33c to 35c not long ago. Water temperature (wt) was 7c. Outlet monitor temperature (t1) was 7.3c, outlet control temperature (t2) was 7.3c, inlet temperature (t3) was 8.3c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 13011, pump hours were 11043. Advised to swap out device and send this one to biomed labeled 113 for evaluation of mixing pump. Nurse confirmed they did have another device available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bedside nurse states arctic sun device had been alerting multiple times with 113 (reduced water temperature control), but colleagues have been cancelling the alert. Patient was actively shivering and in covid isolation room. 4 pads connected and water flow rate (wfr) was 3l/m. Patient temperature (pt) was 37c, target temperature just changed from 33c to 35c not long ago. Water temperature (wt) was 7c. Outlet monitor temperature (t1) was 7.3c, outlet control temperature (t2) was 7.3c, inlet temperature (t3) was 8.3c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 13011, pump hours were 11043. Advised to swap out device and send this one to biomed labeled 113 for evaluation of mixing pump. Nurse confirmed they did have another device available.